Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated and the system was found to be operating within specification and no malfunction or device failure was identified. The magnetom avanto mr system operator manual syngo mr b19 provides clear instructions and warnings regarding patient positioning in relation to burns due to current loops. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom avanto system. During examination the patient complained of a burning sensation between the legs in the calf area but requested that the exam be continued. It was noted that cushioning was not used between the patients legs. At the completion of the examination, the patients skin appeared to be blistered. It was later reported that the patient was evaluated in an emergency room and blisters were noted on both calves approximately 2.8 cm in diameter. The patient was treated in the burn unit for necrostic tissue and it is reported that the patients injury is healing. No further information is available regarding the state of health of the patient.